Event description:
Additional information was received from the manufacturer representative (rep). The rep provided additional details regarding the appointment to set up the new recharger on oct. 5th: the pa checked the patient's head and device due to unrelated fall (date unknown), patient and device were fine. The rep stated the jolting sensation was only felt during recharging and the rep believes the sensation was from the recharging prongs. The rep set up the replacement recharger for the patient the sensation was resolved by placing cloth between skin and recharger. The rep noted that they also advised patient to secure the belt after the recharger had connected with the ins.

Manufacturer narrative:
Device code c53269 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reached out to the patient for follow up: with their initial recharger it wasn¿t connecting properly, and they were having a burning sensation when recharging. Rep repeated that they met with pt in clinic and re-bonded new recharger that was sent to them, and since doing so the pt is doing incredibly well, having clothes between the ins and recharger there is no burning from the charging and they are charging just fine now. Patient also stated that they are so grateful for the new rechargeable device and the therapy has been very helpful. Patient is so happy with the product, the device has been life changing for her, has made her ¿granny life¿ so happy. Regarding the fall: implant was (B)(6) and the patient¿s fall was (B)(6) (unrelated), and has fully recovered from that; there was no impact to the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that every time they attempt to recharge, they have had difficulties. They continuously got the 1707 error code and were having a hard time charging. Yesterday, it took them 1 hour to only get their ins to 40% charged. They stated that the charging would be at 'excellent' and then would drop to the 1707, searching for device or recharger inactive. They attempted to finish charging again today, but they kept encountering the 1707 error code. They also mentioned that the recharger was very hot and was sending electrical surges to their back and groin. On the call, they had the communicator against their skin with the recharger over that area; information was reviewed by patient services. Once the caller placed the recharger over the skin with the bottom of the recharger in line with the bottom of the ins, the recharger was on the searching for device screen for a period of time. Eventually they saw the 1707 error code. They confirmed that the recharger was not moving and was directly over the ins. When they attempted again, the 1707 error code persisted. Patient services recommended to turn off the recharger volume and restart the recharger. After this, the caller encountered a 3167 error code. Then the screen on the handset would not go past the searching for device screen. Patient services said they would replace the recharger, but that the patient should follow up with their doctor if the issue persisted with the new equipment on tuesday at their appointment. They recommended to call and troubleshoot if needed. The issue was not resolved through troubleshooting and the patient was transferred to repair. On the call with repair,  the patient also reported that they tried resetting and that if the recharger does connect, it loses connection right away. They were also getting a 4100 code. Additional information was received from a manufacturer representative (rep). The rep reported that they were with the patient at an appointment with their pa. While on the phone with technical services, the rep was walked through different positions and found 3 positions that resulted in zero beeping for many minutes. The caller had to remove the recharger as the patient's pa came in to examine the patient. When the pa finished, technical services reviewed that the recharger should be left in a position for 30 seconds before moving and marking and pointing out recharger position to the patient's caregiver. The patient reported an uncomfortable sensation and burning while charging over 2 layer of clothing with their replacement recharger. The rep reported that the recharging issue had been resolved through troubleshooting. Additional information was received from the patient. They reported that lowering the recharging speed had resolved the warmth and uncomfortable/burning sensation while recharging.